Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the leadless pacemaker (lp) was dislodged. The lp was able to be retrieved and a replacement device was manually fixated. There was no patient consequences.